Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 373 mg/dl while using a contact detach infusion set, with cause unclear; troubleshooting was performed and the user was guided through a supply change. Customer care provided troubleshooting education. Investigation of this case revealed that the event resolved through supply replacement and no device malfunction was confirmed. No clinical symptoms reported. Outcomes included continued device use with planned follow-up to confirm glucose reduction without medical intervention or hospitalization. It was concluded that the cause of the hyperglycemia was undetermined and that user guidance and supply change were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.